Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant coils to be severely stretched and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a stretched and tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported during a coil embolization treatment for a splenic artery rupture. The coil detached unsuccessfully. Upon withdraw, the coil unraveled, and access was lost. The physician had to remove the guidewire from the target vessel to then capture the unraveled coil which had migrated elsewhere within the patient. The physician would essentially have to start again once the coil was removed from the aorta with the use of a snare. No patient harm or injury was reported.